Manufacturer narrative:
H.3., h.6.: the actual complaint product was not returned for evaluation. The device history record and sterilization record for this lot have been reviewed and found to be in compliance. A trend related investigation was performed; no trend could be identified. There was no nonconformity or deviations during the manufacturing process which related to the nature of the complaint. The root cause could not be determined. D.4.: this is the second of two reports for the same patient involving two different lot numbers of the same product. It is unknown which contributed to the event. Refer to the other report filed under the manufacturer internal reference number of (B)(4). The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Event description:
As per the follow-up information received, the consumer had visited the physician for right eye irritation, watering, and blurred vision. The physician during examination observed central abrasion. A large area of haze within the center of the right eye and diagnosed with injury of conjunctiva and corneal abrasion without foreign bodies in the right eye. The consumer was prescribed erythromycin three times a day for a week and loteprednol etabonate ophthalmic suspension three times a week. The consumer was advised not to wear contact lenses. A counseling was provided to review and discuss options for treatment. The consumer visited the physician after three days, the vision was still blurry for the right eye and the left eye had started to feel dry. Eye examination was performed and observed the same central abrasion a large area of haze within the center of the right eye with symptoms being improved. The same medication was asked to continue and was asked to put one drop in the left eye as well for dry eye. The current status of the consumer¿s eye was resolved at the time of this report. Additional information has been requested but not yet received.

Event description:
Initially the report received by non-healthcare professional stated that the consumer had corneal ulcers the size of the contact in both eyes since wearing. The consumer visited the physician and was prescribed antibiotic and topical corticosteroids thrice a day for a week. The current status of the consumer¿s eye was not resolved and the symptom is still continuing at the time of this report. Additional information has been requested but not yet received.

Manufacturer narrative:
H.3., h.6.: the complaint sample has not returned for evaluation; the lot number is unknown. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. D.4.: this is the second of two reports for the same patient involving two different lot numbers of the same product. It is unknown which contributed to the event. Refer to the other report filed under the manufacturer internal reference number of 2024-75642-01 the manufacturer internal reference number is: 2024-75642 h.10 reflects all related report numbers associated with this product event that have been submitted at this time.